Event description:
It was reported that a user initiated a firmware update on the ilet pump, the device appeared to freeze during the update with a persistent startup screen displaying a blue circle. The user restarted the phone download, and after approximately ten minutes, the pump completed a restart and reported firmware version 3.3.11. There was no patient harm reported. Outcomes included successful restoration of normal device function without medical intervention or hospitalization. Investigation included review of device history and user-reported performance, as well as remote troubleshooting and verification of installed firmware version. Investigation of this case revealed that the device successfully completed the update to the latest firmware and resumed normal operation after a restart. It was concluded that the event was a transient software update anomaly that resolved with restart, with no patient harm.